Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02496. It was reported that the pt complained of ineffective stimulation from her scs system, in addition to unintended stimulation in her stomach. A sjm rep met with the pt but was unable to resolve the issue with reprogramming. X-rays taken revealed the pt's scs lead(s) migrated. Surgical intervention is planned for a later date to address the issue.